Event description:
The pt reported experiencing severe vertigo requiring hospitalization after a monovision lasik procedure.

Manufacturer narrative:
Info received from the treating physician states there was no device malfunction and the symptomsexperienced by the pt were not attributed to the lasik procedure.